Event description:
It was reported that a perforation occurred during use of the voyager dilatation catheter, although there was no product malfunction reported. It is unk if treatment was required; however, because of the date of the event, additional info is not available. In the absence of that info, it will be assumed that additional medical intervention was used to treat the injury.